Event description:
It was reported that during set-up for a procedure, the flex deflectable videoscope exhibited an error code e218. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the e218 error code issue could not be determined, however, due to observe damage to the charged-coupled device and the video connector circuit board, the issue was likely caused by failure of components mounted on the electrical board due to repetitive use stress, user handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.